Event description:
Reported by the complainant as follows. Anal ulcer occurred to the pt during use. It is confirmed by endoscope that ulcer is made circumferentially on the height of 3 to 5 cm from bottom of rectum. A little amount of bleeding was observed before (B) (6) 2010. On (B) (6) 2010 a large amount of bleeding was observed. Use of fms was terminated, and the device was disposed by hospital. Anemia occurred. The pt was treated with blood transfusion.

Manufacturer narrative:
(B) (4).